Event description:
New information received notes that the lv lead also exhibited high capture threshold measurements. The lv lead was capped and replaced on (B)(6) 2024. The patient was stable following the procedure.

Event description:
New information received notes that fracture was noted on the lead.

Event description:
Imaging was performed but unable to confirm fracture.

Manufacturer narrative:
Date of feb 7, 2024 under section g3 was missing from previous report.

Event description:
It was reported that the patient presented in the emergency room after receiving a vibratory notifier. Upon interrogating the pulse generator, it was noted that the left ventricular (lv) lead had high pacing impedance measurements. No intervention was performed. The patient was in stable condition.